Event description:
A report was received that a pt's precision system is scheduled to be explanted, due to the pt experiencing warmth from the ipg while charging that creates a pain that radiates down the pt's leg.